Event description:
Pt reported, the infusion cannula was bent when the headset was removed. This resulted in too high of a blood glucose level. Pt changed the infusion set and delivered a correction bolus through the infusion device. Pt does not use the infusion set insertion device. Pt did not require treatment from a health care professional or second party to address the issue. Pt was sent an infusion set insertion device. Product was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.